Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain"), myalgia ("muscle pain"), hot flush (" hot flashes"), eye disorder ("ophthalmological problems"), neck pain ("neck pain"), cardiovascular disorder ("poor circulation"), fatigue ("chronic fatigue"), migraine ("repeated migraines"), tendonitis ("tendonitis"), disturbance in attention ("lack of concentration"), haemorrhage ("hemorrhages"), heavy menstrual bleeding (" long menstrual cycles"), amnesia (" memory loss"), dizziness ("dizziness"), adenomyosis ("uterine adenomyosis") and phlebolith ("pelvic phleboliths"). On (B)(6) 2020, the patient experienced allergy to metals ("nickel allergy"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced depression ("depression"), asthenia ("asthenia"), loss of libido ("loss of libido") and malaise ("general malaise"). The patient was treated with surgery (essure removal (conservative hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, myalgia, hot flush, eye disorder, neck pain, cardiovascular disorder, fatigue, migraine, tendonitis, disturbance in attention, haemorrhage, heavy menstrual bleeding, amnesia, dizziness, adenomyosis, phlebolith, allergy to metals, depression, asthenia, loss of libido and malaise outcome was unknown. The reporter considered adenomyosis, allergy to metals, amnesia, arthralgia, asthenia, cardiovascular disorder, depression, disturbance in attention, dizziness, eye disorder, fatigue, haemorrhage, heavy menstrual bleeding, hot flush, loss of libido, malaise, migraine, myalgia, neck pain, pelvic pain, phlebolith and tendonitis to be related to essure. The reporter commented: the fragility of her health condition which resulted in repeated work stoppages. The patient is still impacted by symptoms such as joint and neck pain and cervical pain for which she has regular check-ups. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain"), myalgia ("muscle pain"), hot flush (" hot flashes"), eye disorder ("ophthalmological problems"), neck pain ("neck pain"), cardiovascular disorder ("poor circulation"), fatigue ("chronic fatigue"), migraine ("repeated migraines"), tendonitis ("tendonitis"), disturbance in attention ("lack of concentration"), hemorrhage ("hemorrhages"), heavy menstrual bleeding (" long menstrual cycles"), amnesia (" memory loss"), dizziness ("dizziness"), adenomyosis ("uterine adenomyosis") and phlebolith ("pelvic phleboliths"). On (B)(6) 2020, the patient experienced allergy to metals ("nickel allergy"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced depression ("depression"), asthenia ("asthenia"), loss of libido ("loss of libido") and malaise ("general malaise"). The patient was treated with surgery (essure removal (conservative hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, myalgia, hot flush, eye disorder, neck pain, cardiovascular disorder, fatigue, migraine, tendonitis, disturbance in attention, haemorrhage, heavy menstrual bleeding, amnesia, dizziness, adenomyosis, phlebolith, allergy to metals, depression, asthenia, loss of libido and malaise outcome was unknown. The reporter considered adenomyosis, allergy to metals, amnesia, arthralgia, asthenia, cardiovascular disorder, depression, disturbance in attention, dizziness, eye disorder, fatigue, haemorrhage, heavy menstrual bleeding, hot flush, loss of libido, malaise, migraine, myalgia, neck pain, pelvic pain, phlebolith and tendonitis to be related to essure. The reporter commented: the fragility of her health condition which resulted in repeated work stoppages. The patient is still impacted by symptoms such as joint and neck pain and cervical pain for which she has regular check-ups. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain"), myalgia ("muscle pain"), hot flush (" hot flashes"), eye disorder ("ophthalmological problems"), neck pain ("neck pain"), cardiovascular disorder ("poor circulation"), fatigue ("chronic fatigue"), migraine ("repeated migraines"), tendonitis ("tendonitis"), disturbance in attention ("lack of concentration"), haemorrhage ("hemorrhages"), oligomenorrhoea (" long menstrual cycles"), amnesia (" memory loss"), dizziness ("dizziness"), adenomyosis ("uterine adenomyosis") and phlebolith ("pelvic phleboliths"). On (B)(6) 2020, the patient experienced allergy to metals ("nickel allergy"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced depression ("depression"), asthenia ("asthenia"), loss of libido ("loss of libido") and malaise ("general malaise"). The patient was treated with surgery (essure removal (conservative hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, myalgia, hot flush, eye disorder, neck pain, cardiovascular disorder, fatigue, migraine, tendonitis, disturbance in attention, haemorrhage, oligomenorrhoea, amnesia, dizziness, adenomyosis, phlebolith, allergy to metals, depression, asthenia, loss of libido and malaise outcome was unknown. The reporter considered adenomyosis, allergy to metals, amnesia, arthralgia, asthenia, cardiovascular disorder, depression, disturbance in attention, dizziness, eye disorder, fatigue, haemorrhage, hot flush, loss of libido, malaise, migraine, myalgia, neck pain, oligomenorrhoea, pelvic pain, phlebolith and tendonitis to be related to essure. The reporter commented: the fragility of her health condition which resulted in repeated work stops. The patient is still impacted by symptoms such as joint and neck pain and cervical pain for which she has regular check-ups. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-dec-2021: health authority confirmed that this report was a duplicate to bayer record number (B)(4) to which all information will be transferred, then this record (B)(4) will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.